Event description:
Additional information was able to be provided by a representative covering the issue. It was confirmed that two overinfusion volume discrepancies were observed. The first overinfusion volume discrepancy had an expected volume of 4.5ml and the actual aspirated volume was 1ml. The second overinfusion volume discrepancy had an expected volume of 14ml and the actual aspirated volume was 11ml. It was confirmed that the patient did not have any MRI exposure and also did not experience any falls or trauma. The patient stated that they felt dizzy and lightheaded. The pump was later explanted and replaced with a medtronic pump.

Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of device for analysis and review of device history record. Also pending follow up details. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump explant due to alleged overinfusions. No further information is known at this time.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 93% efficiency. Internal complaint number: (B)(4).